Manufacturer narrative:
Product evaluation: analysis results are not available; the device was not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reported that the head of the bur broke off during the procedure. The surgeon retrieved the fragments from the sinus; there was no patient impact or injury.